Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not reproduce the customer's allegation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the images displayed on the video system center were intermittent during preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.